Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: monitor 9735795 hd m-touch 27in s8 svc stealth monitor cover s8 svc cable 9735843 camera ethernet kit s8 svc clip 9735811 camera handle s8 svc wrap 9735867 mushroom cord main s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The monitor, monitor cover, cable, camera clip and wrap were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were several issues with the system.  Issue 1: the camera cart monitor housing was coming apart.  Issue 2: the ethernet connection to the camera will not click in to be secured. The connection with the camera keeps getting loose.  Issue 3: the camera handle clip was damaged.  Issue 4: the mushroom head on the main cart for the cable wrapping was missing.

Manufacturer narrative:
H3: the system was serviced in the field, and the ethernet cables were replaced. Codes b01, c07, d02 are applicable to this analysis. D9, h2, h3: the hardware ((B)(6)) was returned and analysis was performed. All cables passed continuity tests and no apparent physical damage was observed. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.